Event description:
It was reported that the patient was not able to communicate with the implantable pulse generator (ipg) using their remote control after undergoing an unrelated magnetic field therapy on the right side of their body, the ipg is located in the left buttock. It was also indicated that a warming sensation was felt at the ipg site. An attempt to communicate the clinician programmer (cp) to the patient's ipg was also attempted and was not possible. The patient attempted charging the ipg however it was not possible to charge. The patient underwent a revision procedure in which the ipg was replaced and is doing well post operatively. It was also stated that electrocautery was used during the explant procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6). The returned ipg was analyzed and confirmed that the ipg is no longer functioning. The device was undetectable nor charged. The device was cut open, and the onboard battery measured zero volts. It was also found quiescent current excessive (530 ma) and high thermal on asic u2 (application-specific integrated circuit) (82.4c). It was unable to retrieve the device data using an external power source. A labeling review was performed on the ieads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It ID not reveal any anomalies as states system failure, which can occur at any time due to random failure can occur. It also indicates that events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. Based on all available information, engineers are are able to confirm the root cause of the event, an internal electrical test revealed asic u2 damage and excessive thermal temperature was detected from the component. It was reported that the patient underwent an unrelated magnetic field therapy on the right side of their body. The ipg exposure to magnetic energy damaged the asic, resulting in the inability to communicate with the ipg. The probable cause is unintended use error caused or contributed to event.